Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error and error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was 16 mmol/l at the time of the incident. The customer reported during the call, critical pump error occurred. Book image appeared on the screen. The customer did not troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected blank or white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify critical pump error or an error in the motor was detected by reading unexpected value from hall sensor error alarm due to display anomaly. Device received with corroded electronic assemblies and corroded motor home switch.